Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is bent. The reported event was confirmed as the evaluation revealed that the tip is bend. Further, the laser marks are faded and the handle has discoloration.

Event description:
It was reported that the device is bent. There was no harm for the patient, operator or third party reported. No further information received.